Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at approximately 3:30 pm, the patient was attending a scheduled appointment at their doctor¿s office. During the visit, the patient¿s continuous glucose monitor (cgm) displayed a ¿high¿ reading. A manual blood glucose test was performed by the physician, revealing a blood glucose level of 512 mg/dl. The patient uses a tandem mobi insulin pump connected to their cgm sensor. As a result, the physician did not administer insulin manually, relying on the pump to respond appropriately. Sometime after the initial reading, the patient lost consciousness. Emergency services were called, and the patient regained consciousness in the ambulance. At that time, no blood glucose fingerstick (bgfs) was performed, but the patient reported feeling lightheaded and sweaty. Upon arrival at the hospital, a bgfs was conducted, showing a blood glucose level of 56 mg/dl. The patient was treated with sugar water and an IV drip. As of the time of this report, the patient remains hospitalized but is feeling better and has indicated they may be discharged tomorrow. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.